Event description:
Customer called to report low bgs hospitalized. It was stated that customer bolused 2.5u before breakfast. Then pt rushed to have their hair done. Customer had seizures at the salon where pt was offered orange juice, but the customer did not drink. While the ambulance transported the pt to the hosp a fast acting sugar was given to pt troubleshooting was performed during this call. Device tested ok. Bolus histories showed that pt bolused 3.0u and 1 hour and 30 minutes later pt bolused again for 4.3u. The device was not dropped. Additionally, it was stated that the device was not dropped, the plunger of the reservoir had not been pushed and the reservoir was intact.